Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the mega suturecut needle driver be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a ventral hernia etep da vinci-assisted surgical procedure, the mega suturecut needledriver had a broken wire. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was no injury to the patient. No fragment fell inside the patient's body. Instrument has been sent to isi for evaluation. No additional information was given.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a frayed pitch cable at the proximal clevis hole. The cable itself was not fully broken. There was no discoloration, corrosion, or contamination found on the cable that would occur from improper reprocessing, which can reduce the material integrity. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
Refer to h11 for follow-up information.